Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for gastrointestinal/pelvic floor. The patient reported that they just had surgery and did not remember 3/4 of what was told to them. The patient was feeling the stimulation in the wrong location and noted that it was not uncomfortable but felt really funky. The patient thought they were still numb but now needed to back it down, it was moving in their toe. The patient stated that they did not start feeling it until the day before report and it got progressively more intense, it became really funky. The patient confirmed that the implantable neurostimulator (ins) was on and that stimulation was set to 1.2 on program 2. The patient then decreased the amplitude which resolved the issue. The patient noted that they successfully decreased to 0.9 and reported it felt better. The patient was advised to follow up with their healthcare professional (hcp) and the patient noted that they had an appointment with their hcp a week from the date of report. No further complications were reported or were expected.